Event description:
It was reported that the patient passed out and fell on the implantable neurostimulator (ins) approximately one month ago, after which there was no stimulation sensation and an inability to recharge the ins. The patient was currently admitted to the hospital for an unrelated medical procedure. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3777-60 serial #(B)(4) implanted: (B)(6) 2009 explanted: unk recharger model 37752 serial #(B)(4) programmer model 37743 serial #(B)(4).

Event description:
Additional information reported indicated that numerous unsuccessful physician resets were performed, on (B)(6)-2011. The patient had increased pain due to the non-functioning stimulator, but was not hospitalized and there was no injury. Battery replacement was to be scheduled for the near future. If additional information becomes available, a follow-up report will be sent.